Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.

Event description:
Approximately one year after hvad implantation, the site reported that the patient developed a decrease in calculated flow. An elective pump replacement was performed without further complication. Intra-operatively surgeons found tissue obstructing the inflow of the pump. Post procedure, the patient was stable. Investigation is on-going.

Manufacturer narrative:
Hvad® pump was returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the pump met all requirements for release. Post-explant engineering analysis did not reveal any conditions that could have cause or contributed to the reported event. Independent pathological analysis found unorganized, post-explant fibrin coagulum but did not reveal evidence of any solid thrombus. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. No additional information will be forthcoming.